Manufacturer narrative:
Patient age not available from the site. Patient weight not available from the site. A medtronic representative went to site to test the equipment. Representative replaced a field generator and a system checkout was performed after replacement. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect part has been received by manufacturer for evaluation. The reported issue was confirmed as there was a communication error when the generator was connected to axiem box. Eminterface shows fault on coil. After two hours of burn-in the field generator failed. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that during a functional endoscopic sinus surgery (fess) the site experienced communication issues with axiem and emitter. During troubleshooting, the representative mentioned that the system was on medtronic home screen after rebooting three times but when representative went back to software the issue had resolved. The procedure was completed without the use of navigation. There was delay of less than 1 hour. No impact on patient outcome.

Manufacturer narrative:
Additional information: patient weight and date of birth provided.